Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4) clinical study.it was reported that following a coronary artery stenting treatment procedure the patient experienced lightheadedness.there is no information available regarding the index procedure. The patient experienced lightheadedness at an unspecified time and was treated with medication. At the time of the event, the patient was taking aspirin and 5 mg of study drug per protocol. The "hypersensitivity reaction" subsided and antiplatelet medication was discontinued.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the proximal right coronary artery (prox rca) with 85% stenosis and was 8 mm long with an unknown reference vessel diameter. The physician treated the lesion with pre-dilatation and a 3.50 x 8 mm taxus liberté stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. The patients lightheadedness and was treated with medication and was resolved. The prescription was discontinued 14 days post index procedure.